Manufacturer narrative:
Device passed displacement test. Device received with severely scratched lcd window and scratched overlay.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches on the screen which made it difficult to read the screen. Customer stated that they can not read the display. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.